Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hypoglycemia, discrepancy between the sensor glucose and blood glucose values and the insulin delivery was suspended. The customer reported blood glucose value of 110 mg/dl, sensor glucose value of 90 mg/dl and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) unk_reservoir, mmt-1884, unomedical, 78893-01. Troubleshooting was partially performed and the low limit in the sensor setting was unknown. No further patient complications were reported. No product(s) return was required for unk_reservoir, mmt-1884, unomedical, 78893-01.